Event description:
It is reported that on removal of the implant from packaging, (consultant) noticed the poly bearing surface had separated from the implant. This apparently was a waste piece of poly still attached to the insert after manufacturing. Also there was marking on the bearing surface of the implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.